Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the no disposables pump will not run alarm. Discussed removing the cassette to assess and correct the alarm. Patient expressed great difficulty following instruction and closing clamps. They instructed patient to contact clinic to report event and obtain further instruction. This event occurred at hospital. No patient harm/adverse event reported.